Event description:
It was reported that sometime post dialysis catheter placement, it was alleged that there is collapsing of the limbs of the dialysis catheters. Treated with cathflow. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review:the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: the sample was not returned for evaluation, however, three electronic photos were provided for review. The investigation is confirmed for the reported collapse issue, as a catheter collapse was noted near the yellow luer. A definitive root cause could not be determined based upon available information. Labeling review:a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 07/2021),g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The sample was not returned to the manufacturer for inspection/ evaluation; however, a photo was provided for review. The investigation of the reported event is currently underway. Expiry date (07/2021).

Event description:
It was reported that sometime post dialysis catheter placement, it was alleged that there is collapsing of the limbs of the dialysis catheters. Treated with cathflow. There was no reported patient injury.